Event description:
Additional information: it was reported that the patient was still not getting quite as much pain relief as they would like, but they were increasing her dosage slowly.

Event description:
It was reported the patient experienced a return of patient symptoms. The patient was in "terrible pain" the day after her pump was replaced in june. The hcp increased the dose several times. The patient was on significant amounts of oral medication. When pump was replaced the dose was decreased somewhat but then increased to almost what her previous dose was. It was approximately 22 mg/day prior to the replacement and it was believed it was then at approximately 21 mg/day. The hcp went to do refill on 9/25. The actual residual volume was greater than the expected residual volume. They pulled out approximately 40 ml from the pump. They did not use an sc connector during replacement. The physician did not aspirate from the catheter during replacement, so he would not have seen an issue with patency at that time. The hcp attempted to access the catheter access port (cap) on (B)(6) 2012 and was unable to get cerebrospinal fluid back. It was believed there was pump damage because the pump was still running with the drug not going anywhere. The catheter was replaced on (B)(6) 2012. Before connecting the catheter to the pump, the hcp accessed the cap and flushed pf normal saline through. It flushed freely. Patient was in the hospital over the weekend for observation. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j11331r02, implanted: 2002 (B)(6), explanted: unk, product type catheter. (B)(4).